Event description:
Surgery/procedure performed: laparoscopic cholecystectomy. Visualization was again taken into the abdomen and a liver injury from a grasper was bovied, as well as the superior edge of the liver bed where the gallbladder was removed. Upon entering the abdomen, a round cylinder black plastic object was found in the abdomen, removed with no trouble, and this was found to be a piece of one of the graspers. The abdomen was examined to find anymore of these such pieces and none were found. Copious irrigation was then taken until the irrigation ran clear.